Event description:
The sales representative reported on behalf of the customer that 410-2000, cga, surefit ground pad with 10ft cabel was being used on (B)(6) 2022 during a robotic procedure when it was reported ¿bovie pads were not registering with the da vinci tower. They tried several times to get it to work and used a second pad and it still wouldn't register on the da vinci tower.¿ it was also reported that it was a possible adhering problem with the device. The procedure was completed with the use of an alternate covidien/valley labs dispersive electrode device and there was no delay reported. Further assessment questioning found that there was no report of injury, medical intervention or hospitalization required for the patient. The current status of the patient is ¿fine¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review could not be performed since a lot number was not provided. A review of the device history record could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc. And allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that 410-2000, cga, surefit ground pad with 10ft cabel was being used on (B)(6) 2022 during a robotic procedure when it was reported ¿bovie pads were not registering with the da vinci tower. They tried several times to get it to work and used a second pad and it still wouldn't register on the da vinci tower.¿ it was also reported that it was a possible adhering problem with the device. The procedure was completed with the use of an alternate covidien/valley labs dispersive electrode device and there was no delay reported. Further assessment questioning found that there was no report of injury, medical intervention or hospitalization required for the patient. The current status of the patient is ¿fine¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.